Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient's mother reported that she found the patient and the device was alarming to call for help. Review of the download data indicates that an arrhythmia was declared when the patient entered vt at 150bpm at 17:29:17. The rhythm slowed and a non-treatable rhythm was declared at 17:38:30. An arrhythmia was again declared at 17:38:46 and the lifevest delivered one shock during ventricular fibrillation. The post-shock rhythm was asystole. Asystole is a known and potentially adverse outcome of defibrillation therapy.